Event description:
In 2009, the patient experienced worsening of diabetes and hypertension (part of medical history). The patient's treatment included switching diabetes medication from metformin to janument as well as switching the patient's hypertension medication from lisinopril to an unknown medication. These events resolved. Approximately a year post index procedure, the patient had a stress test performed and it revealed 50% blockage of one of the cypher stents. At the time of this report, the patient had not received treatment at the time of this report. The patient was admitted for a procedure approx four months later. The patient had two cypher stents implanted in an unknown vessel, due to "bypass artery not functioning".

Manufacturer narrative:
This medwatch reflects two products with the same unknown catalog and lot number. Information received from medical affairs from a patient's wife indicated that the patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history includes bypass surgery in 2006, diabetes, hypertension and gout. Two cypher stents were implanted in an unknown artery on 2008. The wife reported that in 2009 one of the stents is 50% blocked. The patients physician has been made aware of this ongoing event and as treatment the physician has recommended another catheterization but this has not been performed. No further information was available. The sterile lot number for the device is unknown; therefore, a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine an exact cause for the event. But there are patient factors that may have contributed to it.